Event description:
An etbf3616c166ee stent graft was implanted during the endovascular treatment of a 107mm aaa. It was reported that during the index procedure that proglides were placed under ultrasound, left side embolization of the hypogastric was performed using concerto coils. On the right side a non-medtronic (gore) stent was implanted. The endurant ii stent graft was loaded on a gore dryseal 20fr introducer. However due to the severe tortuosity of the iliac axes, it was not possible to advance the stent graft to the desired location. The physician changed course and decided to maneuver through the right brachial route with a hydrophilic guide to advance the stent and increase tension. An aortogram was performed to locate the renal artery and to position the endurant bifurcate at the renal artery . The physician started to deploy the stent graft slowly and controlled and the stent graft started to deploy. This was related to changing the high support guide to hydrophilic to relieve the tension without achieving the desired result. A block rotation movement was made without getting the system unclogged for removal. It was suggested to hunt the contralateral leg in order to raise the a reliant balloon and inflate it in the neck below the free-flow stent to support the prosthesis while removing the delivery system. However when removing the delivery system the hook of the nosecone got caught and migrated the stent graft. The physician opted to change to an open repair of the aneurysm with explant of the endurant ii device was performed. The migration occurred due to excessive traction when removing the delivery system. Per the physician the cause of the event was anatomy related due to severe proximal neck angulation and severe bilateral iliac tortuosity. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported events were confirmed in the films provided. Pronounced vascular tortuosity, including severe iliac artery tortuosity and significant aortic neck angulation, were most likely contributing factors to these events. Based on the limited returned films, no obvious delivery system issues were identified. Additional information received; it was confirmed that the delivery system was delivered via the iliac artery but a guidewire was used through the brachial artery to help advance the system via the iliac route. The device deployed normally without any issues and the tip was fully recaptured prior to removal of the system. Several rotations of the system were performed to try to remove it, but it did not work. The reliant balloon could not be inserted as it wasn't possible to cannulate the contralateral limb. The patient is stable in ICU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.